Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patients birth year: (B)(6). Concomitant medical devices: 010000757 6738474 g7 10 deg arcomxl liner 28mm a; unknown head; unknown stem. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device was not returned by the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-04358.

Event description:
It was reported that during surgery, the snap mechanism of the inlay did not work. The inlay could not be driven in deep enough. The liner and shell were removed and replaced as a result. The surgery was completed with a competitor device. Attempts have been made and additional information on the reported event is unavailable at this time.